Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The instrument was analyzed and found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that may contribute. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Isi has not received the product involved with the alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted gastric bypass (roux-en-y), the large suture cut needle driver instrument was defective. The operating room staff allegedly heard a ¿¿click¿¿ and the instrument broke when performing suture. The procedure was completed. The issue caused a delay of less than 15 minutes. Isi followed up with the initial reporter and obtained the following additional information: the instrument cable was broken. No fragments fell into the patient.